Manufacturer narrative:
Block b3: the date of the event was approximated to 3/1/2025 based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip successfully grasped and locked onto the tissue; however, it could not detach from the catheter for deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.